Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and could not confirm the reported issue as there was not any water found. The device was placed back in service after it was checked, cleaned, and tested. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal: (B)(6) reporting institution phone #: (B)(6) reporter phone #: (B)(6).

Event description:
Philips received a complaint by the hospital medical examiner (me) on the v60, indicating that water may have entered the device when the device was moved. The device was in use on a patient at the time the reported issue was discovered; however, there was reported no harm to the patient or user. The device was replaced with a backup ventilator, but there was no reported medical intervention or delay in therapy. The hospital medical examiner (me) called technical support to report that water may have entered the device when the device was moved. Resolution and disposition are pending. The investigation is ongoing.